Event description:
The freedom a/c power supply is a component that enables the freedom driver to be plugged into an external power source. The freedom a/c power supply also connects the freedom battery charger to external power. The customer reported that when he placed the freedom onboard batteries into the freedom battery charger, the green lights on the freedom a/c power supply flickered. The pt was provided with a replacement a/c power supply and two onboard batteries. There was no reported pt impact. This alleged failure mode poses a low risk to the pt because the issue was observed when the a/c power supply was connected to the freedom battery charger. The issue had no impact on the pt's freedom driver. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.